Manufacturer narrative:
During a follow-up with the customer, it was found that it was the outer pouch that was partially opened, not the inner pouch. There was no patient contact with the intraocular lens. Please note that based on the additional information, this event is no longer considered a reportable event.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the sterile pouch was partially opened, package damaged. No additional information was provided to abbott medical optics.